Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Hypotension is a known potential adverse effect and is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. In this case, it was reported that the aorta was occluded and the patient became hypotensive. A paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or the presence of pre-existing patient conditions. The paravalvular leak was most likely due to suboptimal position as the valve was position was low (12mm). Per the instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus). Valve migration can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level, sparsely calcified native anatomy providing insufficient anchoring, asymmetrical root calcification, and under expansion of the valve. It is likely that the low implant position of the valve may have contributed to the valve migration. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that twenty-eight days following the implant of this 31 mm transcatheter bioprosthetic valve, another valve was implanted valve-in-valve due to the patient decompensating over the past few weeks and an echocardiogram showing that the first valve, which had been implanted low (12mm) with mild-moderate paravalvular leak (pvl), may have migrated further into the ventricle. After the additional valve was placed, the patient¿s condition improved. The diastolic pressure increased from 50 mmhg to 80 mmhg and the previous pvl appeared improved. No further intervention was attempted and the patient was reported to be recovering well following the procedure. The native annulus was reported to be heavily calcified. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.